Manufacturer narrative:
(B)(4). Batch # r5ae09. Investigation summary: the analysis results found that the ecs29a device arrived with no apparent damage. Only the anvil half washer was present and there were no staples present, indicating that the device achieved a full firing stroke. The device was reloaded with staples, a new washer was placed on the device, and it was tested for functionality. It fired and formed all of the staples as well as completely cut the test media and the breakaway washer without incident. The staple line was complete and the staples met the staple form release criteria. The event described could not be confirmed as the device performed without any difficulties noted. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformances were identified. Attempts were made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Can you please clarify what was meant by "the stapler misfired"? Was it not possible to fire the device? Did the healthcare professional receive audible & tactile feedback when firing the device? Were the donuts inspected? If so, please describe. Was a complete washer transection confirmed? Were there any staple formation issues identified? How was the procedure completed? Was there any patient consequence or change in the post-operative care of the patient as a result of the event? If yes, please describe.

Event description:
It was reported that during a colostomy take down procedure, the stapler mis-fired. Unknown if staples were deployed. Unknown how the procedure was completed. There were no adverse consequences for the patient.